Event description:
It was reported that this implantable pulse generator was in safety mode. A boston scientific technical services consultant explained that device interrogation and programming are no longer available, and the device should be replaced as soon as possible for patient protection. The device remains in service and no replacement details were noted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.